Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The tip is broken off of the stem inserter.

Manufacturer narrative:
Examination of the returned instrument confirmed the complaint; the tip of the threaded internal threaded inserter broke off. Also, one of the two tabs on the outer body component broke off. The root cause for both failures is attributed to wear out; low stress high cycle fatigue, rotate bending. The date code (B)(4) indicates the instrument was manufactured in april of 2006 and is over 10 years old. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.